Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that during balloon angioplasty the balloon ruptured before reaching rbp. No patient injury reported. Evaluation summary: the balloon chamber exhibited blood residue in the chamber indicating fluid communication with a sanguine environment. A water-filled syringe was attached to the inflation port and the balloon chamber and the system was pressurized to locate the leak in the catheter. A pinhole leak was located 70mm from the distal tip.